Manufacturer narrative:
Sections with additional information as of 19-feb-2020: h6: updated FDA's method, result, and conclusion codes. Meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: at follow-up call on 11/27/2019, the customer's condition had improved and he did not currently have any diabetic symptoms. No medical intervention since the last call was reported; wife stated she had just followed the sliding scale. Additional tests were performed using the truemetrix meter. Wife stated customer's blood glucose was back down under 500 mg/dl the day before and declined replacement.

Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results obtained of hi. The customer¿s expected non-fasting blood glucose test result is 300 mg/dl. Wife stated that customer has been testing an hour after meals and never when fasting. At the time of the call, the customer reported having a headache and wife stated that customer is always thirsty. Wife stated customer had 2u of insulin earlier (around 3pm). Wife stated she was going to give customer 6u of insulin, and call customer's doctor. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of hi and hi using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/23/2021 and test strips were opened three days ago. Customer had another vial of test strips, lot number mw3275s, manufacturer's expiration date of 10/25/2020. Wife opened the vial and customer had performed blood test and also obtained result of hi. Customer was not willing to review the meter memory for previous test result history.